Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) battery status. Premature battery depletion was suspected. This ICD was explanted and replaced.